Event description:
Related manufacturer reference number: 1627487-2019-07607. It was reported that the lead was explanted and replaced on (B)(6) 2019. The patient has effective therapy post operatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-07607. It was reported that the patient was not getting adequate therapy due to high impedance on a lead. Reprogramming was attempted without success. As a result, surgical intervention may occur.